Event description:
Additional information was received from a healthcare provider (hcp) stated that the motor stalled on (B)(6) 2025. The cause of the motor stall was unknown. The healthcare provider (hcp) stated that there was no further events.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving dilaudid (hydromorphone), clonidine, and bupivacaine via an implantable pump for non-malignant pain indications for use. It was reported that the patient had two stalls on (B)(6) and (B)(6) (see attached reports). It was unclear the cause of the stalls as patient was in bed. The company representative (rep) stated that the patient did hear the pump alarm but had no symptom change. Reviewed to consider continuing to monitor for alarms. The rep stated that there was a historic event when the pump went empty. The image attachment reads service code 527 and 529. The motor stall recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.